Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using cold insulin. Customers blood glucose level was 235 mg/dl. Reportedly, customer continued to use existing supplies, and continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.